Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on the lower left front corner, the right plunger case was cracked, the main board was missing the serial number, and the liquid crystal display (lcd) was misaligned. A review of the event history log (ehl) identified invalid syringe size. During the functional testing was able to duplicate the reported issue. The barrel clamp head was stuck on top and did not come down on syringe barrel. The root cause of the issue was a result of normal wear as the pump was over 10 years old. Replaced the whole barrel clamp assembly. Performed preventative maintenance and all functional tests which passed. UDI unknown.

Event description:
It was reported that the pump would no register the clamp being closed. No patient injury was reported.